Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who indicated that symptoms improved and he is in chinese remedies, using herbal medicine.

Event description:
Consumer reported complaint for hi display. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. Customer states he was at 298mg/dl fasting this morning. Customer states he has been drinking orange juice and eating fruits and possibly caused his glucose to elevate. Customer just test and obtained hi display. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy with frequent urination. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 07/23/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.